Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump was received with a cracked case at the display window corners and cracked battery tube threads. The pump was received with a minor scratched display window and a stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that insulin was squirting out and they were unable to exit the preparing to prime loop. Customer was stuck in the rewind complete/bolus delivery loop. Customer had a high blood glucose issue where her blood glucose was higher than 300 mg/dl. Customer reverted to her back-up plan.